Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported seeing an informational power on reset (por) message, which wasn't related to an overdischarge event. Troubleshooting was performed which allowed the por to be cleared. The consumer further reported on (B)(6) 2016 they were on program f, which they were told would drain the battery faster, but would provide better coverage, when all of a sudden then noticed it wasn't helping as much and they experienced a loss of therapy. As a result the consumer switched to program d. It was noted the consumer usually used a couple of the programs and would work with those.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.